Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customers reported complaint of patient had an ercp and a new stent placed during admission after developing a bile duct obstruction could not be confirmed because no sample was returned for evaluation. A root cause for the reported event cannot be established. A DHR review was not conducted since there was no identifying device information provided by the user. The instructions for use which is supplied to the end use, states: "warnings: do not use a device with damaged insulation. Do not attach anything to the device unless it is supplied by angiodynamics and indicated for use with this device. Attachments may damage the insulation and contribute to patient injury. Adverse effects that may be associated with the use of the nanoknife system include, but are not limited to: arrhythmia, atrial, fibrillation or flutter, bigeminy, bradycardia, heart block or atrioventricular block, paroxysmal supraventricular tachycardia, tachycardia, reflex tachycardia, ventricular tachycardia, ventricular fibrillation, fistula formation, damage to critical anatomical structure (nerve, vessel, duct), hematoma, hemorrhage, hemothorax, infection, muscle contraction pneumothorax , reflex hypertension, unintended mechanical perforation, vagal stimulation, asystole and venous thrombosis". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference: (B)(4).

Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse patient effect. There was no report of a device malfunction or patient complication during the procedure. It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The investigation results will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
This medwatch is not to report a device malfunction, but to report an adverse patient effect. There was no report of a device malfunction or patient complication during the procedure. (B)(6) study (nanoknife-pancreatic cases): patient: (B)(6). Patient was admitted on (B)(6) 2018 with a gi bleed that required them to go to interventional radiology (ir) for an embolization of the right hepatic artery. On (B)(6) 2018 the patient returned to ir and had an embolization of the right hepatic artery to common hepatic artery. It was reported that the outcome was resolved. Complaint investigation is warranted since the relationship to the study procedure is related to the device as assessed by the sae. This resulted in medical or surgical intervention to prevent permanent impairment to body structure or function. It was reported the defective disposable device is not available for return to the manufacturer as it was disposed of by the user.